Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips didn't clamp shut completely on the ends on the sixth clip. The surgeon was able to easily pull off four additional clips, so he had to use the endo loop instead to complete the case. No pictures are available. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 7 clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws opened and closed as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.